Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00296. The pt was implanted with a surgical lead on (B)(6) 2006. It was reported that she underwent a surgical procedure on (B)(6) 2011 to replace the device due to inadequate stimulation coverage. During the surgery, the physician bent the new lead in an effort to obtain curvature before placement; however, the bottom two contacts appeared to have detached from the device as a result. A second surgical lead was used to successfully complete the procedure. Follow-up on the pt found no additional issues reported. The original explanted lead was discarded and will not be returned to the MFR for analysis.